Manufacturer narrative:
Additional information: h2, h3, h4, h6. One 3 lesion nt1100¿ pain management rf generator was received for evaluation. Visual inspection of the returned device verified the connectors, switches, and labels had no physical damage. The generator was powered on and successfully booted to the menu application. The field reported event was confirmed as the stimulation knob was non-functional. Inspection of the rear backplane identified the impedance, interlock and temperature board were not properly seated. The boards were reseated and functionality was restored. The stimulation knob was able to change the voltage levels. Further inspection included a successful functional test as target temperature were reached while consistent impedance and voltage readings were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed .based on the information provided to abbott and the investigation performed, the root cause was isolated to backplane improper seating of boards due to an undetermined event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The stimulation knob did not work during the procedure and the case was cancelled. During sensory and motor testing, the knob would rotate without any changes in the voltage. The generator was rebooted but the issue persisted and the procedure was cancelled.